Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system advisory displayed and lights on port 1 and 2 did not work. Additional information has been requested.

Event description:
Additional information was received from the customer indicating the event occurred during a vitrectomy procedure. The auxiliary light source was used to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative found an issue related to the reported illumination issue, but not the system message (sm). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿illumination issue¿ can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).